Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 150°f. The likely cause of failure could not be d etermined. There is no evidence that any other failures during analysis were found that may have contributed to this event. It was also noted that the device failed the hipot test.the device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return. On follow-up, no further information can be provided regarding the event.